Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the prostyle device was used in the right superficial femoral artery. It should be noted that the instructions for use (IFU), states: the perclose prostyle suture mediated closure device and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites. In this case, it is unknown if deployment of the sutures in the superficial femoral artery contributed to the reported failure to achieve hemostasis. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right superficial femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The suture of both devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly, the suture knots of both devices were advanced to the vessel wall and tightened (worked as intended), but hemostasis was not achieved. Hemostasis was achieved by performing a cutdown and surgically suturing the vessel closed. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.